Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to lead exhibited an occlusion in the medial portion of subclavian vein. A new lead was implanted. This ra lead will not be returned for analysis. No adverse patient effects were reported.